Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from an emergency room health care professional regarding patient receiving dilaudid (concentration 0.6mg/ml, dose 0.7495mg/day) via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. The patient was involved in a car accident and she hit the steering wheel where the pump was, patient was concerned there could be an issue with the drug infusion system. The health care professional tried following up with the patient's managing doctor but he was not available. No medical symptoms were reported.